Event description:
Left total hip done (B)(6) 2010 (rejuvenate) - revised rejuvenate primary to a restoration modular on (B)(6) 2013 and cup was revised (B)(6) 2015 due to cup loosening.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup 56 psl trident. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer